Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with information to reset the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.